Event description:
A malfunction was reported when the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed to use a specific wall adapter and charging supplies were sent for replacement. After receiving the correct equipment, the pump was successfully charged, preventing future shutdowns and ensuring monitoring procedures were understood.